Event description:
A customer reported that a cartridge would not fully snap into the pump. Upon investigation, it was discovered that some cartridges were missing o-rings and one was found on the pneumatic tap. Technical support instructed the customer to remove the misplaced o-ring, clean the area, and ensure new cartridges had intact o-rings before use. After following these steps, the customer successfully loaded a new cartridge and resumed insulin delivery. There was no adverse impact to the customer's blood glucose level.